Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 9/12/2007. Additional info was requested 08/14/2007 and 08/15/2007 by phone, mail and fax. Additional info was rec'd 08/16/07 and 08/20/07 by phone and fax. A follow-up questionnaire has not been returned.

Event description:
A surgeon reports seeing a new patient who reported marked glare in both eyes, especially in fluorescent lighting. The pt had bilateral intraocular lens (iol) implant surgery three years ago by another surgeon. The reporting surgeon observed fine refractile opacities scattered throughout the optic of both lenses. Additional info, including patient status, has been requested. Right eye: MDR #1119421-2007-00370, left eye: MDR #1119421-2007-00371.